Event description:
The client was starting to operate the tilt mechanism within their home, when they heard a loud bang, following this the tilt mechanism would not function. The client contacting the wheel chair service and the chair was collected on the (B)(4) 2014 and brought back to the depot at treforest for repair on the (B)(4) 2014. At the alas wheelchair service depot the chair¿s 28 deg tilt module was investigated and it was found that the right hand seat frame tilt bracket weld had failed ( please see enclosed diagram) and also the tilt actuator connector mount had snapped. Due to the urgency in returning the chair to the client the seat frame was removed and the bracket was re-welded back into position also the left hand bracket was re ¿welded as it was considered this might fail in the future. The tilt actuator was also replaced, the tilt system was reassembled and tested thoroughly ready for return to the client.